Manufacturer narrative:
Vyaire file identification : (B)(4). The customer reported transducer fault was noted in the events log. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable error on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.